Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, it was reported the navigation system could only see the trackers on one side of the system. It was reported the camera would see the trackers, but the tracker would flicker in and out. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: it was noted that the left side trackers of the imaging system were intermittently not communicating. While the right side operated as designed. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.